Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that patient had been in the office and upon checking the device, the hcp found the electrodes to be all greater than 4000 ohms. The hcp informed that when the lead and battery was implanted, although the lead length was adequate, there was not much extra. The patient gained weight and the hcp believed that this caused the lead to be pulled from foremen as seen on x-ray. Due to patient's weight, the hcp elected to implant a new lead and battery. There was no allegation against the battery but the hcp stated that she felt safer implanting a fresh battery. The patient had a return of symptoms. No further complications were reported.